Event description:
It was reported that during a da vinci-assisted hysterectomy, the surgeon was not getting the desired tissue effect using the vessel sealer extend (vse) and the e100 generator. During follow up with the clinical territory associate (cta), who was not onsite when the event occurred, it was stated they believed there was insufficiently sealed tissue that was cut and clips were used to achieve hemostasis. During follow up with the surgeon, it was stated the lumen of the uterine artery/cardinal ligament pedicle at level of cervix were still open after being cut and subsequently bled. The surgeon stated there was minimum tension on the target tissue/vessel, the vessel was not greater than 7mm in diameter, there was no evidence of calcification or previous chemotherapy or radiation, and the surgeon did not come into contact with clips, suture, staple or any other metal object when sealing. This event resulted in 20 ml of unexpected blood loss. There was tissue effect noted when sealing and the appropriate seal complete tones were noted, yet the bleeding began immediately after sealing. The surgeon is unclear as to what the cause of the insufficient seal was.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced energy log review shows the instrument was installed and passed homing 1 times. There were 11 cut complete events and the e100 logs show 29 seal events with no errors. System logs don¿t show any insufficient seal related errors. The instrument was used for about 8 minutes.